Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-implant testing for a heart disease failure study, high impedances greater than 2000 ohms along with increased pacing impedances were noted on this right ventricular lead. No root cause was determined, however it was noted there was no impact to therapy or adverse patient effects due to the issue. The procedure was unrelated was performed with no additional issues, and the lead remains in service at this time with no remedial action taken.

Event description:
Additional information was received several years after initial report indicating out-of-range rv pace impedance and high pacing threshold measurements continue to be observed. Noise was also observed on the rv lead. A revision procedure was performed wherein the pace/sense portion of this lead was capped and surgically abandoned while a new dedicated pace/sense lead was implanted. The high voltage portion of the lead was tested and found to function appropriately with no lead parameters measuring outside normal limits. No adverse patient effects were reported. This system remains in service.